Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider; the service provider reported that the graphic user interface screen was cleaned from the outside, which resolved the issue. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the 840 ventilator generated a screen block message. The ventilator was not on a patient at the time of the event.